Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia repair. It is unknown if the patient¿s hernia was pre-existing prior to beginning pd therapy. However, hernia is a well-documented potential complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the concomitant use of the device to facilitate dialysis cannot be excluded as a contributory factor in the event. Although currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm or injury to the patient.

Event description:
In a response to a customer experience survey, it was reported that a peritoneal dialysis (pd) patient previously underwent hernia surgery on an unknown date. The patient indicated that after the hernia surgery, they experienced minor draining issue. In an additional follow-up call, a pd nurse familiar with the patient stated the patient started pd therapy in (B)(6) 2019. The nurse indicated it is unknown if the hernia was existing prior to beginning pd therapy. The nurse reported there is no documentation of any issues prompting the hernia repair. Additionally, the nurse indicated the hernia event is not related to any malfunctions or deficiencies with any fresenius device or product. However, it was stated that the normal physiology of having pd solution in the abdomen is a potential contributory factor. The nurse was unable to provide any additional information about the hernia.